Manufacturer narrative:
Method: x-ray review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via x rays. Rod has moved but hasn't disengaged from the connector. This was shown in the x rays as the right side connector has slid down the rod and appeared to have rotated. The device still remained implanted in the patient and lot # was not provided, therefore product history review could not be performed. Conclusion: as the device has not been returned a definite root cause cannot be determined. Possible root causes include surgeon over torqueing or under torqueing the blockers, damaged blockers on the connector, and/or excessive post op activity. Device still remained implanted in the patient.

Event description:
It was reported that a patient originally had an l3-s1 fusion and was brought back for an extension of metal work procedure back in (B)(6) 2018. The patient's l3 screws were removed and the surgeon put 2 more screws into l2 and connected the existing rods to 2 new rods with 2 side to side connectors. They were hand tightened as per surgical technique. The patient has come back for a follow up (completely asymptomatic) and an x-ray indicated that the connector has become loose and slid down the rod and rotated. No surgery is planned currently. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted in patient

Event description:
It was reported that a patient originally had an l3-s1 fusion and was brought back for an extension of metal work procedure back in (B)(6) 2018. The patient's l3 screws were removed and the surgeon put 2 more screws into l2 and connected the existing rods to 2 new rods with 2 side to side connectors. They were hand tightened as per surgical technique. The patient has come back for a follow up (completely asymptomatic) and an x-ray indicated that the connector has become loose and slid down the rod and rotated. No surgery is planned currently. There are no reports of adverse consequences to the patient.